Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing right side pain since implant. The caller indicated that stimulation had already been adjusted and was thus advised that if the problem persists stimulation should be turned off to see if the pain resolved. The issue was reported as sudden, but occurring since implant. Patient status is unknown at the time of this report and no device malfunctions were reported. On july-16-2018, additional information received from the hcp indicated that the cause of pain was due to seroma and after drainage of seroma, the issues were resolved. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.